Event description:
Customer reported a nurse hung a secondary infusion of levaquin (yellow in color). Another caregiver went into pt's room and noticed that the secondary bag was empty. Upon investigation, they found that the yellow-colored levaquin had backed up into the saline primary bag. No pt harm reported. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.